Event description:
It was reported that this patient presented to the emergency room (ER) feeling like they had high heart rates. Upon review, a lead safety switch (lss) for this pacemaker and non boston scientific right ventricular (rv) lead was observed due to pace impedance measurements of greater than 2,000 ohms. The non boston scientific right atrial (ra) lead had switched to unipolar and an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended was observed. Also, a previous signal artifact monitoring (sam) event was observed which had resulted in the minute ventilation (mv) feature being disabled. Separately, there was myopotential oversensing noted on stored events which technical services (ts) noted to be either slow ventricular tachycardia (vt) or supraventricular tachycardia (svt). This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the emergency room (ER) feeling like they had high heart rates. Upon review, a lead safety switch (lss) for this pacemaker and non boston scientific right ventricular (rv) lead was observed due to pace impedance measurements of greater than 2,000 ohms. The non boston scientific right atrial (ra) lead had switched to unipolar and an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended was observed. Also, a previous signal artifact monitoring (sam) event was observed which had resulted in the minute ventilation (mv) feature being disabled. Separately, there was myopotential oversensing noted on stored events which technical services (ts) noted to be either slow ventricular tachycardia (vt) or supraventricular tachycardia (svt). This pacemaker remains in service. No adverse patient effects were reported.